Manufacturer narrative:
(B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the coupling tool side was out of specification. It was noted that the saw blade struck at the oscillating head, and a hairline crack was found on the oscillating head, and the set screw was deformed. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling function, oscillation frequency, and performance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece device failed to work. It was not reported if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.